Event description:
Customer's husband reported two hospitalizations. The first hospitalization was due to diabetic ketoacidosis. The blood glucose reading at the time of the event was 1048 mg/dl. The paramedics were called. Customer was vomiting and headache. Customer went to lay down; she went into a coma. Customer was admitted to ICU. Hospital treated with insulin and other fluids. The second hospitalization was due to low blood glucose. The blood glucose reading at the time of the event was 24 mg/dl. Customer was sweating, shaky, nervous and nauseated. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The insulin pump received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime test, excessive no delivery due to motor error alarms. Cracked case lower corner of display window and cracked lcd window noted.